Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. A review of the manufacturing records for ths batch shows that the device met its material, assembly and product specifications, at the time of release to distribution. This batch has no associated complaints to date.

Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the left anterior descending (lad) coronary artery, the maverick2 monorail balloon ruptured to 10 atms on the second inflation. The first inflation was at 6 atms; however, the balloon didn't fully expanded. A 2.25x30mm maverick2 monorail was used for predilation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.